Event description:
It was reported the patient fell and broke her hip about a month prior to the report. After recovery, the patient turned the device on and felt stimulation and was getting good therapy. The patient was worried she bent or damaged the can on the device and wanted to know the device shape. It was noted the patient felt a dent, or didn¿t "quite feel right.¿ the patient was unable to see her managing physician because she had moved. It was further reported the patient repeated having concerns about the device getting damaged in her fall, but that she was still getting good therapeutic effect. The patient had received physician listing website. Additional information received reported the patient did not have concerns with their device. It was also reported the patient was still having concerns with the device or therapy, but had not sought further help. The information reported was conflicting and it was unknown if the patient had concerns or not.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0c7ad, implanted: (B)(6) 2014, product type: lead. (B)(4).